Event description:
It was reported that the customer's blood glucose level was 50 mg/dl. The customer had issues with the insulin pump's sensor. The sensor broke. The insulin pump was not alarming the customer when his blood glucose levels were going high or low. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.